Event description:
The ge oec 8800 fluoroscopy system was reported to have a broken cross-arm brake and to have intermittent occasions where the monitors would go black.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the cross-arm lock assembly and the systems interface pcb to repair the noted issues. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.